Manufacturer narrative:
.

Event description:
Sales rep indicated he was present during this incident. He told the surgeon that he must be perpendicular to the defect, but as the surgeon proceeded, the angle did not lock perpendicular. The surgeon tapped down approx 8mm and at that point the medial femoral condyle fractured in three places. This resulted in an open procedure using a synthes cortical frag set to finish the case. This was the first time that the surgeon used a trukor. Sales rep indicated that the drill sleeve was in perfect working condition. Unk pt status at this time.